Event description:
Information was received from a patient who was receiving an unknown intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient's pump had been dry for 60 days and they could not find a doctor that handles their pump. The patient had been with the previous doctor for about 16 years or so but they were now retired. It was reported their implanted pump in their stomach had an alarm that goes off every nine minutes, and besides the pain they were having, the alarm was driving them crazy. The patient was unable to find a doctor to help them. The patient was ready to switch insurances to try to get established with a new healthcare provider (hcp). Agent sent physician listings to the patient. Additional information was received from a healthcare provider (hcp) on 2025-06-30 and it was reported the patient showed up at the family practice clinic with her pump alarming. The patient told her the pump reservoir was empty. The hcp that called in did not work with the mdt ttd pumps and did not have a clinician programmer. The patient wanted the pump alarm stopped.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stating that the cause of the empty pump was due to the doctor not accepting their insurance. The pump is still empty since they could not find a doctor that works on medtronic pump. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.